Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose. In a few hours, the insulin pump gave them over 1/3 of insulin which caused their blood glucose to drop. The customer stated their heart was hurting. Their blood glucose at the time of admission was unknown. They were treated with antibiotic, potassium, nerve pill, and something to raise their blood glucose. They were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The customer¿s current blood glucose was 294 mg/dl. The customer stated they were currently dealing with high blood glucose due to being off the insulin pump. They treated with manual injections. The insulin pump will be returned for analysis.